Event description:
During a review of the in-house programming history for this generator. A programming anomaly was observed. On (B)(6) 2011, a faulted systems diagnostic test occurred, which resulted in a change to the patient's settings. The patient's output current was corrected during the same visit, however the other settings were not corrected. This resulted in the patient leaving at un-intended settings.

Manufacturer narrative:
Analysis of programming history